Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer¿ blood collection tube glass broke during use as "customer prepared to transport the tube to clinical laboratory, customer took off the tube from the rack, when customer pick up this tube, tube broken into two piece." There was no report of injury or medical intervention needed.